Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
F(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "contrast", "ok", "down" and "up" keys are difficult to press. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast", "ok", "down" and "up" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The old screen was removed and replaced with a new test screen: contrast returned to normal with test screen.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated the contrast, up and down arrow keypad buttons were intermittently unresponsive. The reporter denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.